Event description:
Attorney notified inamed that is representing this patient. Attorney supplied patient's name and alleged that patient had surgery as a result of "product failure". No other information was provided. Inamed's approach to compliance is to resolve all doubt in favor of reporting.